Event description:
Healthcare professional (hcp) reports twenty (20) incidents of cracked headers on CT 1906 dialyzer. Hcp reports all cracks noted during reprocessing for reuse of dialyzer. Hcp reports no medical intervention needed to preclude injury.